Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient developed a cough when noticing black particles in the tube after changing the filters . Throat is hurting as well cough has been ongoing for 2 days device related to bipap device. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional allegations were missed in h11 verbiage in the previous report, which were correctly updated in this follow up report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient developed a cough when noticing black particles in the tube after changing the filters. Throat is hurting as well cough has been ongoing for 2 days device related to bipap device. Additional allegations included nasal throat/irritation and soreness. The patient did not report to receive medical intervention.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).